Event description:
It was reported that pump logs indicated that a motor stall occurred with no recovery. There was an initial stall on (B)(6) 2014 that last for approximately 6-10 hour and another stall occurred on the report date at 3am, which had not recovered yet. It was confirmed that the patient did not have an MRI that corresponded to the stalls. The patient experienced a loss of therapy and increased spasticity, but no withdrawal symptoms at the time. The patient was being admitted and a pump replacement was to be coordinated. The device system was used to deliver baclofen. It was later reported that the patient¿s pump began alarming and he complained of increased spasticity. The patient immediately went to his healthcare provider (hcp), when the pump was interrogated. A pump replacement was done. The patient status was indicated to be ¿alive-no injury.¿ it was later reported that, per pump logs, a motor stall occurred on (B)(6) 2014 at 5:29am with a recovery at 4:52pm. Another motor stall occurred on (B)(6) 2014 at 3:38am.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), product type catheter. (B)(4). Analysis of the pump revealed gear train anomalies including corrosion and/or wear and/or lubrication and a stall due to shaft-b earing.

Event description:
Additional information was received and it was reported that the pump was delivering lioresal baclofen.